Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Unable to perform battery out limit alarm troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with act button unresponsive due to lcd keypad connector unlocked. Unable to verify battery out limit or perform the unexpected restart error test and displacement due to button keypad anomaly. Pump passed stop current test. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.